Event description:
While in his wheelchair and attempting to exit his van, the armrest became loose, the joystick rotated out, caught on something, and launched the wheelchair out of the van. The user reports that he fell on his head, suffered a concussion and required staples. Manufacturer believes the alleged incident was caused by user error as the user did not lock down the armrests before attempting to exit the van.